Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation; follow up with the customer found that the incorrect leads view was selected by the end user. It was confirmed by the customer that the device operated as intended. Reports related to ECG monitoring leads typically do not meet zoll's requirements for a reportable submission.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed a "lead off" message complainant indicated that there was no adverse effect to the patient due to the reported malfunction.